Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced spasm. During a procedure, after a cavotricuspid isthmus (cti) ablation with the farawave pulsed field ablation catheter and considered off-label use, a coronary angiography (cag) was performed. A spasm of the right coronary artery was confirmed, and nitroglycerin was administered. The patient recovered and the spasm was confirmed to be resolved. The procedure was completed. The device is not expected to return for analysis as it was discarded by the facility.